Manufacturer narrative:
Upon reassessment of the reported event, it was determined an MDR should not have been filed under the current MFR number. This event will be reported on 0001825034 - 2021 - 02883.

Event description:
Upon reassessment of the reported event, it was determined an MDR should not have been filed under the current MFR number. This event will be reported on 0001825034 - 2021 - 02883.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Updated: b4, b5, d4, g3, h2, h3, h6 . Reported event was confirmed by review of radiographs. Device history record (DHR) was reviewed and no discrepancies related to the event were found. Root cause was unable to be determined. Radiographs identified the following: very minimal (grade I) scapular notching noted adjacent to the inferomedial base of the inferior portion of the glenoid base plate, demonstrated by minimal amount of cortical erosion. The glenosphere and glenoid base plate along with the anchoring screws appear intact. No detected fracture or dislocation. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Product code: phx. Concomitant products: ref 113626 lot 646940 humeral stem; ref 115370 lot 632000 humeral tray; ref xl115364 lot 090740 humeral bearing; ref 115310 lot 708330 glenosphere; ref 115396 lot 851690 central screw; ref 180551 lot 795380 screw; ref 180552 lot 252690 screw; ref 180550 lot 204230 screw; ref 180550 lot 796740 screw. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient had an initial left reverse total shoulder arthroplasty performed. The patient has had an arthroscopic debridement due to pain, stiffness, and decreased range of motion. After the surgery, the patient continued to have severe pain, instability, and was unable to perform usual activities. Small notching was noted at the most recent follow up. No exchange of product or further intervention has taken place to date. Attempts have been made and no further information has been provided.